Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic experiencing dizziness. Upon review, the right ventricle lead exhibited over-sensing noise episodes resulting in pacing inhibition and failure to capture. The right ventricle lead was explanted and replaced. No patient consequences.